Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camerahead exhibited damage on camera unit, there was lack of image on monitor, and the endoscopic image could not be displayed. The image also showed white dots, and a disconnection in the camera unit was observed. There was no patient involvement.